Manufacturer narrative:
The device has not been received for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the bolus calculator on the dash personal diabetes manager (pdm), gave an incorrect bolus suggestion.